Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of the distal right coronary artery, which was severely calcified and 95% stenosed. The viperwire guide wire fractured in vivo due to a tight lesion, and restrictive plaque, which caused the guide wire to bend and fracture. The fragment was too distal to retrieve and was left in the distal patent ductus arteriosus. Stent placement was performed and the patient was in stable condition following the procedure.